Manufacturer narrative:
(B)(4). Final analysis found an external abrasion which breached the outer insulation and exposed the outer coil at 14.1 cm to 14.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which inhibited pacing. The lead was successfully explanted and replaced. The patient was doing well post surgery and would continue to be monitored.